Event description:
It was reported that during a post-operative checkup, the ventricular lead warning was triggered for low impedance. In addition, ventricular high rate episodes were detected. An interrogation was carried out, in which the bipolar impedance was confirmed to be over 600 ohms. The patient was instructed to press their hands together while in bipolar, however noise was not detected. When the same test was carried out in unipolar, oversensing noise was detected. No further tests were carried out due to reported twitching. The lead was reprogrammed and a holter electrocardiogram would be carried out. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during an attempted replacement of the right ventricular (rv) lead, the puncture was unsuccessful and the patient complained of increased pain, therefore the procedure was postponed. The rv lead was later capped and replaced one month later. No further patient complications have been reported as a result of this event.